Event description:
The customer reported that the device failed to power up on ac and battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device failed to power up on ac and battery. There was no report of pt involvement. The device was evaluated by philips, and the reported symptom was duplicated. Replacing the battery pca resolved the issue.